Manufacturer narrative:
The bolus wizard was functioning properly per bolus wizard sample in the user guide. The pump was programmed to bolus and monitored. All boluses delivered completely and were properly recorded in the bolus history screen. The pump was received cracked case at display window corner.

Event description:
The customer reported via phone call of issues with high blood glucose levels and their insulin pump. The customer states the device is not giving bolus and alarms. The customer's blood glucose level was 597mg/dl. The customer was advised the pump would be replaced and returned for analysis.